Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of screw driver broke. According to sales rep, when the surgeon tried to removed screw, the tip of screw driver broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken screwdriver could be confirmed. Based on the investigation, the root cause too high torque was attributed to a user related issue. According to the received information the screwdriver was used for extraction of a screw whereas a solid screwdriver is recommended. Please pay attention to the operative technique asnis iii cannulated screw system (literature number: us version: la3sb rev 6 ous version: 982187 rev 5): "removal it is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of screw driver broke. According to sales rep, when the surgeon tried to removed screw, the tip of screw driver broke.